Event description:
Customer reported an unexpected negative result when testing a sample with capture-r ready ID (crrid) on the galileo.

Manufacturer narrative:
The review of the images showed that all crrid wells resulted negative. The customer did not return product or sample for further serological testing.